Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. No specific device failure mode was reported. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.

Event description:
The customer reported that she experienced "higher than expected bg levels without indication of alarm" while wearing this pod. She therefore feels that the pod was not delivering insulin accurately. After a 13 hour period of consistently high bg's (412 - greater than 500 mg/dl), she was admitted to the ICU for high ketones. The pod was removed by her doctor and discarded; it will therefore not be returned for evaluation. No additional info was provided about the device or her stay at the hosp.